Manufacturer narrative:
The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center for maintenance with no alleged complaint. Upon inspection and testing of the returned device, foreign material was observed in the subject device. This report is being submitted for the malfunction found during device evaluation (foreign material). There was no patient or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material adhering to the tip of the device and around the light guide lens adhesive, could not be identified and the root cause of the issue could not be determined, however, it is possible that reprocessing was not completed due to the device damage/water leakage observed at distal end, leading to foreign material remaining on the device. The event can be prevented/detected by following the instructions for use sections below: ¿operation manual chapter 3 preparation and inspection¿. ¿reprocessing manual 5.4 manually cleaning the endoscope and accessories¿. In addition, the following non-reportable malfunctions were found during the device evaluation: leak at distal end of device. Distal end insulation test failure. Connecting tube buckling. Forceps elevator (l-arm) corrosion. Light guide bundle breakage. Bending section cover (a-rubber) cut. Left/right knob damaged. Up/down knob damaged. Olympus will continue to monitor field performance for this device.